Manufacturer narrative:
Findings: unit had constant unexpected off no power alarm then a39 alarm after battery insertion, problem isolated to I/b. Unable to test the operating currents, low batt alarm and off no power alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test due to unexpected off no power alarm then a39 alarm. Unit had cracked case at display window corner, broken reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had an off/no power alarm on the insulin pump. Customer's blood glucose level was 256 mg/dl. Customer had bolused for a high blood glucose level and had eaten. Alarm history was unable to be reviewed. Customer stated that he did not receive a low battery alert prior to the off/no power alert. Customer changed the battery when he got an alarm followed by the off/no power alarm. Customer stated that he has a syringe to treat if necessary. Every time customer cleared alarms, the pump would reboot, and alarm again. Customer was advised the pump will need to be replaced. No additional information provided.